Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The caller reported that they had a problem with the insulin pump. They received a failed battery test alarm. They did not receive a low battery alert prior to the replace battery now alarm. The customer stated the battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. It was the second occurrence of replace battery now alarm without a low battery warning. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, sleep current measurement and active current measurement. No change on battery now messages noted during testing. No unexpected replace battery now alarms noted in the insulin pump history file. The power management graph indicated connector resistance issue. Multiple replace battery alerts were present in the insulin pump history file due to connector resistance issue. Connector for printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture, slightly faded serial number label and peeling end cap address label.